Event description:
Upon initial contact, advised device overheating. When the device was received for evaluation, a note as included indicating device burned patient's lip. When contacted for additional information, advised during crown prep on tooth #19, burn to lower left lip and tongue. Patient was prescribed ibuprofen for pain and neosporin ointment for the burn. In follow-up call with the dentist on 07/30/2009, office advised patient still healing and patient had been calling office several times concerned with not healing quickly enough.